Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) had shocked them three times on the same day and it "knocked them down". The device remains in use. No further patient complications have been reported as a result of this event. It was further reported that the therapy received was inappropriate and that reprogramming was done to address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.